Event description:
During an atrial flutter procedure, it was reported that the electrocardiogram (ECG) signal became flat for the right atrium on carto 3 system en ECG recorder while ablating. On (B)(6), received additional information requested from bwi representative stating that the signal was lost in all channels, body surface and intracardiac signals and in both systems at the same time. As the loss of signals occurred only during ablation, the physician continued the procedure with the same equipment. There was no patient consequences. Due to this additional information, the complaint became reportable. Awareness date changed from (B)(4) 2013.

Manufacturer narrative:
The investigation is still in progress. (B)(4).